Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00x24mm synergy drug-eluting stent was advanced for treatment. However, the middle part of the stent strut was damaged. The procedure was completed with another 4mm/24mm synergy stent. There were no patient complications reported.